Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG leads for cardiac monitoring. According to the reporter, after printing a strip, the monitor display turned orange and "locked up." Power was cycled but the reported discrepancy did not go away. A backup device was called for and used. The reporter said pt care was not affected.